Event description:
It was reported that during a lap nephrectomy procedure, the seal ripped from the rim. They got a new one to complete the procedure. There was no patient consequence. The device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.